Event description:
It was reported that pump displayed a minimum fill notification while caller attempted to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pump connection area as instructed, and reloaded cartridge, and when issue did not resolve, technical support guided caller through properly filling and loading new cartridge, after which customer successfully loaded cartridge onto pump, placed pump back in case, and resumed insulin delivery.